Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime alarm test, force sensor test, excessive no delivery test and occlusion test. Insulin pump was tested with no prime/fill anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime fill anomaly. The customer¿s blood glucose was unknown at the time of incident. The customer reported that when she goes to put the reservoir the whole thing comes out. After rewinding the pump, she primes waits and hears the pump beep and when she sees the numbers on the pump screen by that time all the insulin has dripped out because the numbers do not show on the pump. Customer has filled 3 reservoirs to 300 units and each has now about 50units of insulin left, and the insulin was dripped out from the reservoir with the pump. The customer was assisted priming the pump without the reservoir and the pump alarmed no reservoir. Customer confirms the insulin did not squirt out. The insulin pump will be returned for analysis.